Event description:
I had a positive lab test for cesium and my physician has started me on clelation IV therapy. I currently have implanted for migraines, 3788 (eon mini) serial # (B)(4) (battery) at which I was informed this product was on a recall site st. Judes. I would like information on if there is mention of leakage which would cause me to test positive for cesium. My physician stated that it was as if I was near a nuclear plant or had been drinking water from such place. I am trying to rule out all areas to assist with finding out how I tested positive for cesium.